Event description:
The customer reported to vyaire medical that the bellavista1000 us shut down and stopped venting while on patient. The unit was removed and swapped out. Furthermore, there was no patient harm associated with this event.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned yet.

Manufacturer narrative:
Results of investigation: vyaire medical was unable to confirm the issue and duplicate the issue. A visual check of the unit under test (uut) revealed no evidence of damage or misuse. The uut was installed in a known good top-level system, and upon startup, the display displayed the standard startup sequence as expected from the user interface controller (epc), with the ventilation controller (cfb) performing the self-test as usual (valves / blower sound audible, blue alarm leds dimming), and no alarms or warning messages appeared. A check of the drop-down status bar revealed that the power cord symbol was connected (with battery status indicating that the batteries were charging successfully), and the power indicator led on the ventilator's left side was glowing green. Following a 30-minute warmup, the zero pressure calibration, circuit "e" test, test base unit, self-test, and o2 calibration were all completed successfully, with no functional concerns discovered. The bellavista was configured to breathe a test lung and monitored on a pfc-3000 flow analyzer using the prior user's settings, and it performed as expected with no alarms or warning messages. The bellavista was then set to ventilate with ventilation test pressure control settings (including fio2 levels of 21%, 70%, and 100%), followed by ventilation test volume control settings, and it continued to function normally with no alarms or warning messages. The power was cycled off, via regular shutoff procedure, then on ten times, with each time correctly shutting down and booting up with no issues, alarms, or warnings. The reported complaint was not duplicated in the fa lab. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.